Event description:
Information was received regarding a cadd legacy plus pump. It was reported that there was a "no disposable, clamp tubing" error. Patient stated that there were air bubbles present in tubing. Patient was instructed patient to massage tubing and gently tap on hard surface until all air bubbles were gone; then re-attached cassette, un-clamped line at port and power on pump. Patient was to verified pump settings with label and no discrepancies found. The pump was restarted, but the error persisted. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.